Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting both an "ER 5" and "ER 2" message. Per the onetouch ultramini owner's booklet, an "er5" message indicates that the meter has detected a problem with the test strip and a used test strip or a problem with the meter could cause an "er2". The medical surveillance specialist spoke with the patient on may 1, 2009 and obtained the following information. The patient reported that she has been obtaining the "ER 5" message intermittently since she first began to use the subject meter. The patient reported that she obtained the "ER 2" for the first time on the afternoon of original date. On the afternoon of the same day, the patient claimed she was unable to test her blood glucose with the subject meter because she obtained an "ER 5" message with three different strips and then an "ER 2." Approximately 15-30 minutes after attempting to test her blood glucose, the patient claimed she became shaky and sweaty. The patient did not attempt to test her blood glucose at the onset of symptoms; however, immediately treated herself with food and/or drink and reportedly felt better afterwards. At the time of troubleshooting, the cca noted that the patient was using the incorrect testing technique. Both error messages were resolved at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.